Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 90-99% stenosed target lesion was located in the severely tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5mm non-bsc balloon inflated to 18atms. Then a 3.0x16mm veriflex stent delivery system was advanced to the lesion and the stent was deployed. Post dilation was performed with the delivery balloon. The balloon was inflated two times to 20atms in the stented lesion. The sds was moved proximally and more inflations were performed. However, on the fifth post dilation inflation, the balloon ruptured at 4atms. The physician commented that the stent edge may have caused the balloon to rupture; however, no stent damaged was noted. There were no pt complications and the pt's current condition is listed as "good".